Event description:
It was reported the medication was supposed to be changed to dilaudid because last (B)(6), the patient developed gastroparesis. The pump was delivering morphine.

Event description:
Additional information obtained from the healthcare provider indicated that the reported event was non device related and the gastroparesis had nothing to do with the device or medication.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was taking oral dilaudid because he suffered from gastroparesis from the morphine.

Event description:
It was later reported that the patient's health care provider (hcp) kept them on morphine for over 13 years, and they were supposed to change it every few (5) years. The patient developed gastroparesis last year because of the long term effects of morphine (as previously reported). Per the reporter, in the last year, the hcp would not take the morphine out and put dilaudid in the pump. The hcp took the patient off oral morphine and gave them oxycontin. The reporter stated the patient was tapering down off the pump by 20%, the hcp made adjustments, and when the pump stopped, they will refill with saline. The reporter was referred to the hcp.